Manufacturer narrative:
(B)(4). Information related to video duodenoscope model ed-3490tk/(B)(4), including event problem and evaluation codes for the device, were previously reported in MDR# 2518897-2014-00001. The patient referenced in this MDR is also the same patient referenced in MDR 2518897-2015-00015. This MDR is being submitted to reflect a separate ercp procedure performed on this patient on (B)(6) 2013 with video duodenoscope model ed-3490tk/(B)(4).

Event description:
On (B)(6) 2015, pentax medical received information regarding this event which indicated this patient underwent a procedure with video duodenoscope model ed-3490tk/(B)(4) on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The patient referenced in this MDR is also the same patient referenced in MDR 2518897-2015-00015.

Event description:
On 12/18/2015, pentax medical received additional information regarding a this event including the hospitalizations identified below: hospitalization at (B)(6) hospital ((B)(6)). During this admission, the patient's blood cultures revealed escherichia coli, klebsiella pneumoniae (carbapenenemase producing organism) and klebsiella pneumoniae carbapenemase (kpc), negative for metallo beta lactamase (ndm). The patient was treated with antibiotics tigecycline and gentamicin. Hospitalization at (B)(6). During this admission, the patient had blood and urine culture results positive for escherichia coli. The patient was treated with cefepime and bactrim. Hospitalization at (B)(6). During this admission the patient had a blood culture positive for escherichia coli. On 12/18/2015, pentax medical received additional information regarding this event including cause of death. Cause of death identified on the death certificate: gallbladder carcinoma and sepsis.